Event description:
On 02 apr 2010, the pt was started on activ.a.c. Therapy in the hospital for an abdominal wound. On (B)(6) 2010, the wound care was transitioned to the home care agency. The dressing was being changed three times a week. On (B)(6) 2010, the wound was almost closed except for a small draining tract. Activ.a.c. Therapy was discontinued. On (B)(6) 2010, the doctor performed a surgical wound revision of the draining tract under general anesthesia. During this surgery, the surgeon found a 8.8cm x 2.4cm x 0.8cm piece of foam deep in the base of the draining tract. The surgeon placed a jackson-pratt drain in the wound and the pt was then, readmitted to the hosp for wound care, antibiotic therapy, and treatment for anemia. On (B)(6) 2010, the pt was placed back on activ.a.c. Therapy. As of this report, the pt continues to heal and receiving activ.a.c. Therapy.

Manufacturer narrative:
Device labeling, available in print and online, states: accurately record the number of foam pieces used in the pt's chart and on a readily visualized place on the drape. When dressing is removed, count the number of foam pieces removed, correlate the count with the number of pieces previously placed in the wound and verify the complete removal of all the v.a.c. Foam dressing pieces.